Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). ((B)(4)). Ofr evaluated the subject device and confirmed that there was an air leak from the instrument channel of the subject device. After reprocessing at ofr, ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the subject device tested positive for stenotrophomonas maltophilia (35cfu/endoscope). The testing result was action level in the french guideline. In addition, ofr reviewed the service history of the subject device and confirmed that all channels have not been replaced since (B)(6) 2017. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The instrument channel: kocuria rhizophila (1cfu); the air/water channel: pseudomonas aeruginosa (22cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope series 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. (B)(4) sent the subject device to a third party laboratory for 2nd microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for staphylococci coagulase (3 ufc/endoscope). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.